Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery the unit did not pull the skin and had cracked plastic. There was no patient involvement. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.